Event description:
It was reported that this left ventricular (lv) lead was programmed off and that there were high pace impedances measuring greater than 2,000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).